Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed the investigations. The instrument was found to have a broken conductor wire at the proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additionally, the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and the current flow was not detected across one grip tip. There was obvious damage to the conductor wire. One of the conductor wires was found broken inside the housing at the proximal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, bipolar energy for the fenestrated bipolar forceps instrument did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event took place during a robotic-assisted prostatectomy surgical procedure. The instrument was inspected prior to use with nothing out of the ordinary noted. The instrument did not collide with any other instrument or tool during the procedure. Arcing was not observed during the procedure. There was no injury to the patient.